Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced pigment dispersion, and the lens remains implanted. It was reported that inflammatory recovery was observed 33 days after surgery. The cause of the event was reported as unknown," pigment dispersion? The symptom is gradually improving but not completely recovered. Investigation on the cause and suggestion a way to improve the symptom are requested. Patient is 21 years old." Claim #(B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - health effect clinical code: 4581 - pigment dispersion. Manufacture narrative: iris pigment dispersion is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced pigment dispersion, and the lens remains implanted. The cause of the event was reported as unknown," pigment dispersion? The symptom is gradually improving but not completely recovered. Investigation on the cause and suggestion a way to improve the symptom are requested. Patient is 21 years old." This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.